Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The customer's blood glucose was 170 mg/dl, compared with the sensor reading of 50 mg/dl. On another occasion, the customer's blood glucose was 151 mg/dl, and the sensor reading was 56 mg/dl. The customer also noted that the insulin pump alarmed low blood glucose, calibration error, and meter blood glucose now. The customer was advised to replace the sensor and agreed to return the device for analysis.